Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported single leaflet device attachment (slda) and difficult/delayed activation appear to be due to challenging patient anatomy. All available information was investigated, the reported slda, difficult/delayed activation and poor imaging appear to be due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging quality was acceptable but difficult at times. The first clip delivery system (cds) was advanced to the mitral valve and placed. During clip deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). There was tension on the clip after grasping the leaflets which resulted in some difficulty in the clip releasing. Two additional clips were implanted to stabilize the slda successfully. Three clips implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.